Manufacturer narrative:
Product complaint (B)(4). Batch # r59w21. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60m cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. ,the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Following information requested but unavailable. Should the information be obtained at a later date, a supplemental report will be submitted: what was the appearance of the staples? (B-shaped, irregular, straight legs, etc.)? Did the staples not deploy or were not visible on a portion of the staple line? Or did the all staples deploy, but not form properly?

Event description:
It was reported that during an unknown procedure: echelon flex 60 stapler did not apply staples correctly. It is not known how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Photographic analysis: a pdf document was received with eight photos. Picture img008 shows jaws of a device with a blue reload loaded over tissue. Pictures img002 to img006 show tissue. No staples can be seen placed on the tissue. Based on the pictures reviewed the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.